Event description:
It was reported by service report that the head end of the stretcher could not be lowered. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Release paddle.